Event description:
Material- unknown. Material lot- 4207807. Good morning, my name is (B)(6), I'm the rt of a drug distributor. We sell to a client (ophthalmology center) the seringa 1ml ls w/ag 13x3,8 27g 1/2 bd lot 4207807. The customer said that when she was anaesthetizing the patient's eye, the needle came loose and fell into the eye. The customer would like to register the complaint and report the quality deviation.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.